Manufacturer narrative:
Fowler.

Event description:
It was reported by service report that there was a leak from the fowler cylinder onto floor. No pt involvement or adverse consequences were reported.